Event description:
The ortho summit sample handling sys instrument reportedly over pipetted sample or reagent into the microwells on the elisa plate and did not generate an error message. No death or serious injury was associated with this incident.